Manufacturer narrative:
(B)(4). The insulin pump was received with a pump error alarm during rewind due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, and occlusion test due to pump error alarm.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. Customer was able to clear the alarm and rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.